Event description:
It was reported that the customer received a frozen screen and button error on her insulin pump. Her blood glucose was 81mg/dl at the time of reporting. She was advised to revert to her backup plan. The pump was returned. No additional information was reported.

Manufacturer narrative:
Findings: pump received with intermittent up button response due to corroded keypad trace. No frozen screen or button error alarm noted during testing. There were no ramping numbers or scrolling bar moving anomaly noted. Pump received with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads. (B)(4). (B)(4).